Event description:
We received an allegation about discrepant results for 1 patient sample tested with aspartate amino transferase assay on a cobas c 303 analytical unit. Initial result: 52.7 iu/ml. 1st repeat result: 35 iu/ml (tested on a cobas c 311). 2nd repeat result: 35 u/l (tested on beckman).

Manufacturer narrative:
The aspartate amino transferase reagent expiration date was not provided. The cobas c 303 analytical unit serial number was (B)(6). The provided data was reviewed and revealed the following: - a high number of abnormal aspirations was observed on (B)(6) 2026. The c 303 analytical unit main water pressure exceeded the specified range. The cell blank values consistently exceeded the expected limits every day, even immediately after a new cell exchange. The investigation is ongoing.